Manufacturer narrative:
The guide wire was returned fractured at the proximal spring tip. The spring tip section was not returned for analysis. Scanning electron microscopy (sem) analysis of the fracture shows evidence of ductile torsion. The exact cause of the stress condition that led to the fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted, during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Event description:
A 3.5 mm, 99% stenosed and heavily calcified mid left anterior descending artery (lad). Was treated with the diamondback 360 coronary orbital atherectomy device (oad). During the fourth treatment, the oad stalled. The oad was restarted and spun again, but a high pitch noise was observed. The oad was unable to cross the lesion. Glide assist was used to remove the oad, and resistance was experienced. Upon removal of the oad, it was observed, that the spring tip of the viperwire advance guide wire sheared off. And became stuck in the stenosis. The vessel was rewired using non-csi wires. And multiple balloons were used. And a stent was placed to secure the fractured component against the vessel wall. The patient was stable.